Manufacturer narrative:
(B)(4) 2012: this MDR is being filed based on a retrospective review of complaints received by the MFR. Visual inspection of the returned device noted the failure was potentially caused by handling and insufficient spot weld of the electrode blade to the bendable shaft. The lot number was not included with the returned device so a review of the lot history record could not be performed.

Event description:
It was reported that during a total hip replacement, the insulation sleeve melted away exposing, and weakening the metal until it eventually snapped. No reports of pt injury.